Manufacturer narrative:
The investigation for the reported purge leak-pump has been completed. The pump and purge cassette were returned for investigation. Data logs show no trend related to purge pressure abnormalities. The product was received with the taped red handle. A catheter kink was observed after removing the tape. No other physical abnormalities were observed. The pump was primed without observing any purge-related alarms or issues. The pump ran without issue. The red handle was opened for purge leak investigation. Purge leak was observed from the joint at inlet purge line kink protector inside the red handle. Leaking was observed with very slow rate. The cause of the purge leak issue was bond failure at the inlet purge line kink protector inside the red handle. Added- h6 component code 481 f6/f8 should have been left blank in the initial report. H6 impact code 2199 changed to 4641, 4627. H6 med dev prob code 1135 changed to 1250.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the following event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, purge fluid began leaking from the red plug. The site was taped to manage the leak and the pump was weaned and explanted the following day. There was no patient harm.